Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 17120568.

Event description:
It was reported that the patient was experiencing loss of stimulation. All device components were explanted and will not be returned.